Event description:
The physician claims that the procedure was a replacement of ascending aorta and aortic valve on a female. The graft was implanted for the thoracic ascending aorta replacement part of the procedure. Following completion of the anastomosis, the graft was declamped and blood leaked along its length, becoming soaked with blood. The physician, assuming the leakage was caused by coagulation failure, adjusted the coagulation rate in an effort to stop the bleeding. Although the pt was stabilized, the bleeding through the graft continued. The amount of blood lost through the graft was measured by drainage. The physician covered the surface of the bleeding graft with another graft (not identified) and applied fibrin power; the bleeding stopped. The grafts were left in. The pt's surgical time appears to have been extended due to the bleeding graft. At this time, the pt has been hospitalized for one week following the procedure. The pt is expected to be discharged by the end of august. Additional info rec'd 08/14/07: the initially implanted graft was left inside the pt. The procedure was completed with usage of traumacel powder. Additional info rec'd 08/10/07: blood loss after 6 hrs was reported as 1800 ml, after a total of 12 hrs, an additional 1250 ml was collected. The initial implanted graft was not removed and a second graft was not implanted over the initial graft. There is no sample available for return. The graft first began leaking at the suture line, and then in many spots along the entire graft. Traumacel powder was used to stop the bleeding/soaking) and surgical (johnson & johnson) absorbable net was used to cover/pack the sewn vascular graft to stop the soaking. Additional info rec'd 08/16/07: the blood loss reported is the total blood loss from the entire procedure. The specific amount lost through the graft is unknown and appears, at this time, to have not been determined during the procedure. Additional info rec'd 08/17/07: the physician has classified the initial and subsequent bleeding as seepage through the graft's wall and puncture point (suture line). Six hours after surgery, the wound was re-opened and seepage was still occurring. The graft was wrapped, blood derivatives administered and an additional drain added. Only the skin was re-closed. Ten hours later, the seepage lessened. The graft was treated with surgical and traumacel. After one hour the seepage reduced to a loss of 150 ml, and the pt was then transferred to the post-op ward (ICU) where the seepage gradually ceased. Patient is currently rehabilitating and walking in the standard ward.

Manufacturer narrative:
The complaint is presently being investigated.